Event description:
As reported by edwards european affiliate, it was a case of a 26mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach. During procedure, there was resistance while advancing the valve through the introducer. The valve frame got inverted and the introducer got damaged. The valve was implanted.

Manufacturer narrative:
Database upgrade limited characters; d4 UDI: (B)(4). Investigation is ongoing.